Event description:
It was reported that on the last day of the patient's radiation therapy, the device was interrogated and showed question marks in the percent pacing data field. All other device functions were within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.